Event description:
Event [preferred term] (related symptoms if any separated by commas) spring was torn to pieces without touching it. [Device breakage] the blood sugar reached 500 mg/dl [blood glucose increased]. Case description: study ID: (B)(6) - novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height, weight and body mass index were not reported. This serious solicited report from greece was reported by a consumer as "spring was torn to pieces without touching it.(device breakage)" beginning on (B)(6) 2024 , "the blood sugar reached 500 mg/dl(blood sugar increased)" with an unspecified onset date and concerned a 10 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus (duration not reported). Concomitant medications included - abasaglar (insulin glargine). On (B)(6) 2024, patient's mother reported that during the cartridge change in the novopen echo plus which patient was using since (B)(6) 2024, spring was torn into pieces without touching it. Patient was late to receive the dose, the blood sugar (blood glucose) reached 500mg/dl and then the doctor gave a new pen and after administration, blood sugar levels returned. Batch numbers: novopen echo plus: requested. Fiasp: nf6kk46; action taken to fiasp was reported as no change. Event abated after use stopped or dose reduced for faster aspart doesn't apply event reappeared after reintroduction of faster aspart doesn't apply. The outcome for the event "spring was torn to pieces without touching it. (Device breakage)" was not reported. The outcome for the event "the blood sugar reached 500 mg/dl (blood sugar increased)" was recovered. Reporter's causality (novopen echo plus) - spring was torn to pieces without touching it. (Device breakage): unknown. The blood sugar reached 500 mg/dl (blood sugar increased): unknown. Company's causality (novopen echo plus) - spring was torn to pieces without touching it. (Device breakage): possible. The blood sugar reached 500 mg/dl (blood sugar increased): possible. Reporter's causality (fiasp) - spring was torn to pieces without touching it. (Device breakage): unknown. The blood sugar reached 500 mg/dl (blood sugar increased): unknown. Company's causality (fiasp) - spring was torn to pieces without touching it. (Device breakage): possible. The blood sugar reached 500 mg/dl (blood sugar increased): possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer's comment: 10-dec-2024: the suspected device has not been returned to novonordisk for investigations. No conclusion is reached.

Event description:
Case description: investigational results: novopen echo plus: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Fiasp; batch number: nf6kk46. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No conclusion can be made without the sample or a valid batch number. Since last submission the case has been updated with the following: malfunction and is non-reportable changed to "no". Investigational results updated for novopenecho plus and fiasp. Expected date of follow up report removed and final report ticked in EU/ca tab. Imdrf codes updated. Narrative updated accordingly. Final manufacturer's comment: 24-jan-2025: the suspected device has not been returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available no conclusion is reached. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen echo plus. H3 continued: evaluation summary: novopen echo plus: batch number: unknown. No investigation was possible, because neither sample nor batch number was available.